Event description:
In 2003, the right and left condylar prostheses were explanted. The explant form stated that screws were loose and that condylar components eroded into the temporomandibular bone due to the lack of fossa components.